Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3708660 lot# serial# (B)(4) implanted: (B)(6) 2013 explanted: product type extension if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative. It was reported that the surgeon plans on replacing the extension to see if it resolves the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep indicating the new extension did not resolve the issues.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative (rep) reported that the patient was experiencing a shocking sensation behind the ear at the connection site when pressure is applied or when lying down with their head against the pillow. The sensation subsides when stimulation is off. No short circuits were noted despite taking impedances in multiple positions. It was noted that the rep observed a short circuit of 37 ohms at an appointment on contact pair 1<(>&<)>2, but it went away at the appointment. The patient was reportedly programmed on c<(>&<)>1. There were high impedances measured at 3.0v: c<(>&<)>0 at 3552 ohms, c <(>&<)>2 at 2535 ohms (3124 ohms at 0.7v), 0<(>&<)>2 at 4710 ohms, and 0<(>&<)>3 at 4178 ohms. No further complications were reported. The patient was implanted for parkinson's dual and movement disorders.